Event description:
Intera oncology received an inquiry from a healthcare provider asking for assistance in treating a pump pocket infection for a patient with an intera 3000 hepatic artery infusion pump. It was later reported that the medical oncologist had assessed the pocket infection as most likely superficial cellulitis and/or reaction to systemic egfr chemotherapy. Later, the decision was made by the healthcare provider to explant the pump and replace with a new intera pump.

Manufacturer narrative:
Patient data for the MDR form is requested but not yet received. If further information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
Patient data received (B)(6) 2024 and added to report.

Event description:
Intera oncology received an inquiry from a healthcare provider asking for assistance in treating a pump pocket infection for a patient with an intera 3000 hepatic artery infusion pump. It was later reported that the medical oncologist had assessed the pocket infection as most likely superficial cellulitis and/or reaction to systemic egfr chemotherapy. Later, the decision was made by the healthcare provider to explant the pump and replace with a new intera pump. It was later reported that the organism was identified as staph aureus.